Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms. Blood glucose level at the time of the incident was 332 mg/dl and other blood glucose were 355 mg/dl and went up to 374 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer does not alleged insulin pump was under delivering. Customer reported bolus history displayed all bolus entries based on their recollection. Customer reported blood glucose went down to 360 mg/dl during the call. Customer stated she has changed 7 infusion sets since high blood glucose began. Troubleshooting found that the high pressure test failed twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted or bolus delivery anomalies during testing. Device functioning properly during testing. (B)(4).